Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in two seconds of asystole. This lead was tested in clinic with noise with noise unable to be reproduced. This lead will continue to be monitored and remains in service. No adverse patient effects were reported.